Event description:
A malfunction alarm was reported with issue code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer, who could not complete the reset immediately due to the lack of a charger and planned to call back once they had the necessary equipment.